Event description:
Noted that one touch verioiq blood sugar results seemed erroneously high. Double checked with lab specimen again, 34% higher than actual lab test done at the same time in the lab. One touch verioiq blood sugar 176 lab test blood sugar 120.